Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 04/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 04/18/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that a hydrogel spacer was implanted on an unknown date. The implant procedure was uneventful and appeared satisfactory on ultrasound. Post-procedure, the computerized tomography scans and magnetic resonance imaging were reviewed, and it was observed presence of hydrogel around the patient's prostate capsule. The patient was reported to be in good condition without pelvic symptoms.